Event description:
There was a resolute integrity rapid exchange (rx) drug eluting stent and another brand stent implanted during in the lad and two other brand stents implanted in the lcx during the index procedure. It is reported that the second stent in both the lad and the lcx were implanted to treat dissections. It is reported that the patient suffered an mi on the same day as index procedure. Investigator has indicated that the event was not related to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi, dissection).